Manufacturer narrative:
(B)(4).

Event description:
The customer alleges leakage from the insertion site 3-4 days after insertion of the catheter. A flushing test was performed prior to use, and there was no problem with the catheter at that time. The catheter was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one single lumen cvc catheter for evaluation. Visual examination did not reveal any defects on the catheter body, catheter tip, or catheter hub. The catheter had sutures still attached to the body which had slightly deformed the catheter material at that location, however, no holes or significant damage were observed. Microscopic examination of the catheter did not reveal any defects. The catheter body outside diameter measured 0.0674", which is within specification. The length from the catheter hub to the distal tip was also measured and found to be within specification as well. Functional testing was performed by connecting the catheter extension line to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter. A device history record (DHR) review was performed on the catheter and no relevant issues were identified. (Con't) other remarks: the reported complaint of the catheter leaking at the insertion site could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges leakage from the insertion site 3-4 days after insertion of the catheter. A flushing test was performed prior to use, and there was no problem with the catheter at that time. The catheter was replaced without issue.